Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during investigation, a visual inspection of the pump showed moisture visible through the display lens. The battery compartment was found to be cracked, however, a leak was not found at this location. A leak was found during the leak test at a crack where the keypad meets the battery compartment. The pump was powered on and cs 069 call service alarm was emitted. The pump was opened and moisture was found throughout the pump casing.